Event description:
It was reported that a malfunction alarm with code "malf 9" occurred. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with a pump reset and informed that they could continue using the pump. They were advised to call back if the malfunction code recurred, which it did not after the reset.